Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient returned from CT. They were attempting to resume therapy but were getting a patient line open alert on arctic sun device. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.1psi, circulation pump command (cpc) was 100 percentage, pump hours were 1553, system hours were 2268. Had nurse disconnect and reconnect pads using proper technique. Flow and inlet pressure did not improve. Stopped therapy, disconnected pads, and started in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 57 percentage. Connected left chest pad inlet pressure (ip) was -2.2psi disconnected chest pad and connected left thigh pad flow rate (fr) was 2.5lpm, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 100 percentage. Connected right thigh pad inlet pressure (ip) was dropped to -5psi. Suggested replacing pads when nurse stated this was the only device, they had emptied pads and empty pad cycle not complete alert sounded. Disabled manual control explained if they continued to get low flow alerts after replacing pads, replace device.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient returned from CT. They were attempting to resume therapy but were getting a patient line open alert on arctic sun device. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.1psi, circulation pump command (cpc) was 100 percentage, pump hours were 1553, system hours were 2268. Had nurse disconnect and reconnect pads using proper technique. Flow and inlet pressure did not improve. Stopped therapy, disconnected pads, and started in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 57 percentage. Connected left chest pad inlet pressure (ip) was -2.2psi disconnected chest pad and connected left thigh pad flow rate (fr) was 2.5lpm, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 100 percentage. Connected right thigh pad inlet pressure (ip) was dropped to -5psi. Suggested replacing pads when nurse stated this was the only device, they had emptied pads and empty pad cycle not complete alert sounded. Disabled manual control explained if they continued to get low flow alerts after replacing pads, replace device.